Event description:
A malfunction alarm was reported with a code malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurs.